Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the patient's rv lead with fluoroscopy revealed dislodgement that occurred following a prior surgical procedure, where the rv lead had not been anchored properly. No electrical malfunctions were reported. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
New information received notes that the lead was not returned for analysis

Manufacturer narrative:
Additional information: h6: codes should reflect new information of lead not returned.